Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call fluctuating blood glucose levels and hospitalization. Customer¿s blood glucose level went as low as 62 mg/dl and as high as 300 mg/dl. Customer went to the hospital on (B)(6) 2017 after 7:00 pm. Customer treated their high blood glucose via insulin pump and their low blood glucose with a drink. Customer¿s current blood glucose level was 166 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their fluctuating blood glucose levels per healthcare provider's instructions.